Event description:
The patient reports she developed a granuloma at the tip of the intrathecal pain pump catheter. Her right leg became paralyzed and she is confined to a wheelchair. The symptoms began approximately six months after implant. The patient reports her pain symptoms returned and she began to fall and noticed a "change in her bladder function". An MRI was done in july and a second one in september. A granuloma was confirmed and the pump, catheter, and granuloma were removed near the end of september. The patient states she has regained bladder function, can move her hips and wiggle her toes, however, her legs remain paralyzed. The patient reported many medications have been used in the pump including: fentanyl, sufentanyl, clonidine, baclofen, bupivicain, and methadone. The manufacturer requested additional information and confirmation of this event; however, the hcp was unwilling to release any information.